Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer removed the battery and put in a new energizer battery 3-4 hours later. Customer had the same problem again and the buttons did not work properly.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked display window, a missing end cap sticker and a cracked reservoir tube.